Event description:
According to the reporter, during a laparoscopic hysterectomy procedure, two trocar seals were found to be damaged and leaking. There was no patient injury.

Manufacturer narrative:
D10 concomitant medical product: 24055- , 24055 5.5 sht sec prt 5.5mm lck cnn/trc (lot#j4k3874gy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device spiked trocar was received. The obturator was received inserted into the cannula. Prolonged insertion can cause the seals to become stretched. The duckbill seal, circular seal, cannula, and the flanges of the anchors appeared intact. During functional testing, when the instrument was actuated, the device unlocked, and no issues were presented. The device failed an air leak test. The product was shipped back with the obturator inserted in the cannula and therefore the length of time it was inserted during shipment may have also resulted in the stretched seals. It was reported that the seal was damaged and the device leaked. The reported issue were confirmed. The most likely cause could not be established from the information available. This issue can occur when the trocar is inserted into the cannula at an angle position. It was observed that the outer seal got damaged similar as the one from the sample received. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: to prevent seal damage, the woodford spike¿ trocar or other instruments should not be introduced into the trocar cannula at an angle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.